Manufacturer narrative:
Concomitant medical products: 6935-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission revealed the patient received a shock from the cardiac resynchronization therapy defibrillator (crt-d) and supra ventricular tachycardia (svt) may have been detected rather than true ventricular fibrillation (vf). It was noted an atrial arrhythmia was in progress during the treated episode. The device remains in use. No further patient complications have been reported as a result of this event.